Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch select meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient on (B)(6) 2013. The reporter stated the alleged issue first occurred around (B)(6) /2012. The patient reported the meter would "not do anything." The patient was able to obtain readings using her ex husband's unknown meter. The patient reported using oral medications with diet control, including metformin 1000mg twice a day to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on an unknown date and time she developed symptoms of high blood glucose including "headaches and feeling dizzy." The patient reported her son transported her to the emergency room (ER) where she was treated with insulin. The patient reported the insulin was not a part of her normal diabetes management routine. The patient was unable to recall any blood glucose readings while in the ER. The patient reported she was kept overnight in the hospital and was released the next morning. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the subject test strip was inserted, the meter did not turn on. When a new test strip was inserted, the meter would not turn on. When the patient pressed the power button, the meter turned on. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue she was unable to test therefore developed symptoms and required assistance from a healthcare professional.